Event description:
It was reported that during a lobectomy procedure, a cartridge was loaded into the device for the second firing. The firing trigger could not be grasped from the first stroke. When an assistant doctor fired the device forcibly outside the patient's body, it could be fired, but the firing was very hard. The staples were unformed. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
(B) (4) (B) (4). Evaluation summary: the sc45 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.